Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text: see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe thumb press was broken. Report 1 of 2. The following was received by the initial reporter: pet owner reported 2 syringes with plunger damaged on thumb press side. Date of event (B)(6) 2023 = awaiting sample. Date of event unknown sometime last week = discarded this sample.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05oct2023. H6 investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe thumb press was broken. Report 2 of 2. The following was received by the initial reporter: pet owner reported 2 syringes with plunger damaged on thumb press side. Date of event 09/10/2023 = awaiting sample. Date of event unknown sometime last week = discarded this samplle.